Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m83 pump a vs. B volume error in fill 1 of 3. The patient was connected during the incident and the cycler has not been re-setup with new supplies. A fluid leak was discovered during off and the patient was connected during the incident. Fluid leaked from unknown. The patient could see some fluid on the cart and noticed the fluid while the cycler was off. The patient advised that it was a small amount of fluid that they saw on the cart. The fluid was discovered in the pump module area and the patient advised it was a few droplets of fluid. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m83 pump a vs. B volume error in fill 1 of 3. The patient was connected during the incident and the cycler has not been re-setup with new supplies. A fluid leak was discovered during off and the patient was connected during the incident. Fluid leaked from unknown. The patient could see some fluid on the cart and noticed the fluid while the cycler was off. The patient advised that it was a small amount of fluid that they saw on the cart. The fluid was discovered in the pump module area and the patient advised it was a few droplets of fluid. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.